Event description:
It was reported that during a device replacement procedure due to normal end of life, the lead was unable to disconnect from the device. The lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The wrenches could not penetrate the calcified blood and will only strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset, a wrench was able to be fully inserted, engage the setscrew inset, and untighten the setscrew. The lead was then able to be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Event description:
Related manufacturer report number 2017865-2022-08640.